Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unreported date in 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced peritonitis manifested as cloudy effluent. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2010 the patient went to the pd clinic and began remedial treatment with unspecified antibiotics. In (B)(6) 2011, the patient underwent surgery to change the pd catheter as the pd catheter was a possible source for the peritonitis. In (B)(6) 2011, remedial treatment with an unspecified antibiotic was discontinued and the event of bacterial peritonitis resolved. On an unreported date, the patient received retraining on aseptic technique and the event of the break in aseptic technique resolved. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated the event of bacterial peritonitis was not related to dianeal pd4 ambuflex, extraneal viaflex or the home choice device. A causality statement was not provided for the event of the break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd878843, gd877282 and gd877266 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.